Event description:
It was reported that during a laparoscopic supra cervical hysterectomy, the first device emitted a high screeching noise. The second device made crunching sounds. The generator tripped and the product would not complete the testing sequence. A third product was used to complete the case. There was no consequence to the patient.

Manufacturer narrative:
Evaluation summary: two devices (a-b) were returned for analysis. Device (a) was returned with the blade scratched and cracked. Due to the damage to the blade, it was confirmed that the device was non-functional. The device was tested with a generator and an error code 5 was noted. No noise was noted as error code 5 was heard. The identified blade damage may have occurred from external contact during pre-op or general use. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Device (b) was tested on a gen04 and gave an error code 5. Visual examination found an area of the blade that was discolored due to heat generated from contact between the blade and tissue pad. Further analysis found a crack propagating from the heat-affected area of the blade. This failure is caused due to activation of the device while clamped without tissue being present. For this reason the following statements were included in the instructions for use: "care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. This can result in damage to the instrument." The batch history records were reviewed with no anomalies noted during the manufacturing process. Device b info: expiration date: 8/2010. Other = batch number : a9ahj08. Mfg date: 9/2005.